Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline's ptf wings failed to open/would not flip. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery (ica). It was noted the patient's vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered. It was reported that upon trying to deploy the device out of the introducer sheath, the ptf wings would not release, "flip". Even after trying to resheath, the device was pulled out of the patient and another attempt was done to flip the wings on the back table, but it would not flip. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The stent was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the pipeline. It was removed from the patient and resheathed with the microcatheter. The stent was replaced with a different device. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the procedure was completed using a different device. No cause of the failure to open was determined. Event trying to open the device on the back table, the wins were "stuck" and didn't open.

Manufacturer narrative:
H3: product analysis. As found condition: the pipeline flex shield was returned within its introducer sheath, and inner pouch; inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal and proximal ends were opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. Testing/analysis: the pipeline flex shield was pushed out from the introducer sheath without issues. Conclusion: based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were fully opened and frayed. However, the cause of the failure to open could not be determined. Possible causes of the failure to open include vessel tortuosity, damaged braid, or user deploying braid in vessel bend. The customer reported that the vessel tortuosity was minimal, and the braid was not deployed in the vessel bend, which rules these factors out as potential causes. In the event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.